Event description:
Housekeeping found that the brakes on this bed would not hold, there was no patient involvement.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced a worn out caster in order to resolve the problem.